Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
A customer reported, during a cataract extraction procedure, the system displayed a surge message error. The case was completed using the same system, following a 30 minute delay. There was no harm or injury to the patient.